Event description:
Allegedly, during a ureteral stone removal procedure, there was no image with the video scope. The hospital did not have a backup scope. The case had to be aborted and rescheduled two weeks later.

Manufacturer narrative:
Evaluation stated that there is no image due to moisture on the conductor board causing image failure and low light guide transmission. The video endoscope had been cleaned with the pressure cap on prior to the procedure. This resulted in moisture inside the video endoscope and caused image failure. The condition of the scope is consistent with improper sterilization. Karl storz instructions for use indicate the pressure cap must be removed during cleaning and soaking in disinfectant solution.